Manufacturer narrative:
Litigation papers allege the following: after surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patient's blood and tissue and bone surrounding the implant. As a result, patient began experiencing severe pain and discomfort and inflammation in her left thigh and groin. Patient also experienced pain and discomfort whenever moving to and from a sitting position and when standing. She also could not walk long distances or rotate her left leg outward. Patients pinnacle device had become loose and had split causing it to slip out of place and further damage patient's bone and tissue surrounding the implant. Doi: (B)(6) 2006 - dor: (B)(6) 2010 (left side). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Event description:
Litigation papers allege the following: after surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into patients blood and tissue and bone surrounding the implant. As a result, patient began experiencing severe pain and discomfort and inflammation in her left thigh and groin. Patient also experienced pain and discomfort whenever moving to and from a sitting position and when standing. She also could not walk long distances or rotate her left leg outward. Patients pinnacle device had become loose and had split causing it to slip out of place and further damage patients bone and tissue surrounding the implant. Update: (B)(6) 2012, (B)(6) was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation papers allege the following: after surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into pt's blood and tissue and bone surrounding the implant. As a result, pt began experiencing severe pain and discomfort and inflammation in her left thigh and groin. Pt also experienced pain and discomfort whenever moving to and from a sitting position and when standing. She also could not walk long distances or rotate her left leg outward. Pt's pinnacle device had become loose and had split causing it to slip out of place and further damage pt's bone and tissue surrounding the implant.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges fracture (bone) and fracture (component). Added lawyer, law firm, unknown stem and unknown hip implant.